Event description:
It was reported that the catheter was inserted, and removed due to blood leakage, and the balloon was found torn off from the catheter. It was stated that there was a possibility that the piece of balloon still remained inside the patient¿s body, but no complication had been observed as of may 21st. It was further indicated that it was unknown whether the piece of the balloon remained inside the patient body or inside the used introducer (terumo 8fr). The introducer seemed to be discarded at the hospital and was not returned for evaluation from customer.

Manufacturer narrative:
The catheter was evaluated prior and after being decontaminated. The results were the same for both examinations. The balloon was found to be ruptured at the center area and a flap was noted on the latex balloon. The ruptured latex flap appeared to match up with the remaining balloon latex. There was no visible damage to catheter body. The introducer and contamination shield were not returned. The 1.5cc syringe was returned and no physical damage was observed on the returned syringe. As per the evaluation results, balloon latex appeared to match with the remaining balloon; however, the event was determined to be reportable following edward's standard procedure. There are multiple failure modes that may require the exchange of a pacing catheter. Unlike those instances with swan ganz catheters which can be changed out fairly easily, there is more of a potential for injury with changing out a pacing catheter. A device history record review was completed and documented that the device met all specifications upon distribution.